Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple falsely depressed hemoglobin (hgb) results while using the cell-dyn 1800 analyzer. The following data was provided. The customer uses normal range for male patients 13.2 to 17.1 g/dl. Patient 1 5.00 g/dl, sysmex method was higher (10.0 g/dl); patient 2 5.00 g/dl, sysmex method was higher (11.6 g/dl). No impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found the holding voltage provided by the power supply for the analyzer solenoids was lower than required. The power supply [power supply assembly, cd1800 part 8921029202] was replaced and several solenoids were cleaned. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified, and no product deficiency was found.